Manufacturer narrative:
Correction: section h imdrf annex codes.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system, order reported was not displaying in pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was received. A technical support specialist confirmed that the device time was correctly synchronized with the server. Based on our assessment, it was likely that a temporary network glitch. The tss then remotely accessed the server and ran a query to determine when the message for order ending in 3027 was received on the es server. The message timestamp confirmed that the order was received and successfully processed. A discontinue message for the same order was also received later that day. Medapp and datasync logs were pulled for station, confirming that the station was communicating properly during the specified timeframe. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system, order reported was not displaying in pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.